Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-ttte and lot number,108761203 combination found no related information. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Devices discarded by the facility.

Event description:
It was reported that patient underwent a bi-lateral tka on (B)(6) 2014 during which time the patella was not resurfaced. On (B)(6) 2015 patient had a left tka revision surgery due to tibial loosening. During the revision the tibial tray ar-503-ttte (lot 108761203) was explanted along with the following original implants: femoral implant ar-503-pslf (lot 108761212), tibial bearing implant ar-503-be15 (lot 113601232). Procedure was completed using another manufacturer's products. Explanted devices were discarded by the facility and are no longer available to return for evaluation.